Manufacturer narrative:
The customer provided one photo. According to the photo provided by the customer, the failure mode ¿a0282 leaking¿ reported in the complaint was confirmed since the photo provided by the customer does shows the leak. An analysis can¿t be performed since the sample was not returned, in case the sample was received this complaint will be re-opened to perform the corresponding visual and functional tests. A device history review was performed.

Event description:
It was reported that the patient was receiving a mixture of epoch and there was a small leak through the filter of the cadd administration set. This event occurred at the hospital. There was patient involvement, and no patient harm/adverse event reported.